Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) received a system error 2240 (air in set) alarm on a homechoice (hc) machine during dwell one of four. The hp had left a clamp open on an unused but capped supply line. The technical service representative (tsr) assisted the hp in clearing the alarm and ending therapy. There was patient involvement but no patient injury or medical intervention indicated in association with this report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.